Event description:
The customer reported that the insulin pump was not functioning properly. The customer stated that the device was stuck on prime/rewind mode and then alarmed an error. Advised the customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had a deep crack on the reservoir tube, battery tube threads, and the liquid crystal display was scratched.